Event description:
A micro drill medium straight attachment was sent for service and it overheated during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion was noted throughout the internal components of the device. The micro drill medium straight attachment was discarded; it is not repairable once it is disassembled.